Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06227 / 06228).

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2011. Subsequently, the patient experienced elevated metal ion levels, a femoral fracture and pulmonary embolus. During post-operative monitoring, a trochanteric non-union with broken trochanteric cables, and a trochanteric fracture was noted on (B)(6) 2011. A trochanteric clip was utilized to repair the fracture.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2011. During post-operative monitoring, elevated metal ion levels, a femoral fracture, pulmonary embolus and unspecified surgical complications were noted. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date.